Event description:
It was reported that the user experienced a prolonged elevated blood glucose reading around 400 for approximately two hours without fingerstick confirmation, followed by a reading of 121 during the call, and the user believed the ilet did not correct on its own and entered an additional meal announcement to bring glucose down; the user also reported recurrent fluctuations over the past month with intermittent low glucose episodes near 40 that required treatment with oral glucose. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included the need for urgent treatment of low glucose and management of high glucose, with concern about weight gain from repeated hypoglycemia treatment; there was no hospitalization. Investigation included troubleshooting and education, including guidance to avoid false meal announcements and referral to a clinician for medical advice. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia and hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.